Manufacturer narrative:
Initial reporter occupation is patient/consumer. The meter and test strips were requested for investigation. The returned test strips were measured with the returned meter in comparison with the current test strip master lot. For this purpose two human blood samples from marcumar donors and internal reference meters were used. Donor 1 hct: 36%. Donor 2 hct: 38%. Testing results: donor #1: retention meter and master lot strips: 2.0 inr. Returned meter and customer strips: 1.9 inr. Donor #2: retention meter and master lot strips: 2.8 inr. Returned meter and customer strips: 2.6 inr. All inr values were within the specified target ranges, confirming the functionality of the coaguchek measuring system. No error messages occurred. Returned customer material and retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The customer complained of discrepant inr results with coaguchek xs meter serial number unknown. At about 12:00 pm, the result on the customer's meter was 1.2 inr. The result from a friend's coaguchek xs meter serial number unknown within four minutes was 2 something inr. Customer's therapeutic range is 2.0-3.0 inr.